Event description:
It was reported that the ventilator failed multiple tests during pre-use check. Moreover, the ventilator's air gas module was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report and photos water has been found in air gas module. It was confirmed that internal leakage test, flow transducer test, pressure transducer test and o2 cell test failure occurred due to malfunction of air gas module. The air gas module regulates the inspiratory gas flow and gas mixture. The root cause why the part failed has not been established.